Event description:
Information was received indicating that a smiths cadd® extension set leaked from the filter. Due to leakage patient had a burn spot on the belly. Medical intervention was not necessary.

Manufacturer narrative:
One cadd extension sets was returned for analysis. The sample was received in used conditions and without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Functional leak test was performed using hydrostat vessel and there was a leak detected in the air vent of the filter. The customer reported problem was confirmed. Per previous complaint, a notification of this complaint sent to production personnel conducted by the production supervisor. The problem source of the reported problem is unknown.